Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500 mcg/ml at 1250.72mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was not receiving effective therapy. There were no external factors that contributed to the event. The patient's entire implanted catheter system was removed and replaced with a new 8780 in normal fashion. Good cerebrospinal fluid flow from the catheter access port was confirmed after new catheter was placed. The event was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2018; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.